Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history noted that the device has not been serviced in the past 12 months. No problems were found in the event history log. Functional testing was able to duplicate the customer reported issue. The investigation determined the issue was related to the main board. The main board was replaced.

Event description:
It was reported that the pump presents error code 1280. There was unknown patient involvement. Per reporter, the issue was observed during functional testing in the workshop.